Manufacturer narrative:
The report we received from the field indicated that the physician attempted to delivery optease filter through left femoral vein with highly tortuous anatomy. During deliver, the pt moved, and consequently, the filter prematurely partially deployed inside the sheath. The physician successfully place a .035 guidewire along the side of the trapped filter and removed the whole as a system. Then the physician placed the second delivery sheath up and tried to flush and reload this filter. However, the physician did not feel it could be salvaged. Therefore a new filter was placed without complication, and there were no adverse effects to the pt. It was noted that upon visual inspection of the filter, the filter barbs had penetrated the sheath wall; however, there was no material peel away from the sheath. Add'l info (vena cava filter questionnaire) has been requested and will be submitted within 30 days upon receipt. Please note that the product is available for eval and testing. However, the product has not been received as of to date. .

Event description:
Premature and partial deployment of filter.